Event description:
The customer reported to olympus that the video system center was losing camera image and seemed to be an issue with the flat connector on the front. Same issues with different cables. The issue was found during an unknown diagnostic procedure. There were no error messages associated with this event. The procedure was completed suing a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the issue was related to loosened connector and damaged connector pin. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the loosened connector and damaged connector pin could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event: the event did not occur during a procedure, but during preparation for use. There was approximately a 20-minute delay, but the patient was not under general anesthesia. The intended procedure was a cystoscopy.

Manufacturer narrative:
Updated fields: b5 and h10. This report is being supplemented to provide additional information based on the user facility.